Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon reviewing the electrogram, the atrial lead exhibited noise resembling myopotentials. The electrical measurements for the lead were found within range. The patient was evaluated in the clinic. No intervention was performed. The patient will be monitored.